Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem has been confirmed. Upon evaluation, it was discovered that the cause of the battery not powering on the system was due to the battery pack had one or more defective cells. The root cause of the defective cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The patient received a replacement battery.

Event description:
The nurse assisting a (B)(6) female patient contacted zoll lifecor customer support service to report that nothing is happening to the system when the one battery is placed in the monitor. The patient's other battery was able to power on the system normally. The patient was provided with a battery pack.